Event description:
Philips received information where the customer reported an unusual smell in the CT control room. The system was not in use at this time and no patient was involved. Philips service determined a failed uninterrupted power supply (ups) battery was the source of the unusual smell and that two cells of the failed battery did leak battery acid. The leak of the battery acid was contained inside the battery pack and there was no leakage externally. The operator or patient have no direct exposure to the (B)(4) batteries. Only trained service personnel have access to the batteries with a potential for contact with battery acid or acid fumes.

Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. (B)(4) 2012.